Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report a screeching noise from the pt's monitor. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (screeching noise coming from monitor) has been confirmed. Upon eval, it was also found that the monitor was resetting. Investigation concludes that the flash program was corrupt. The root cause of the corrupt flash cannot be positively identified. No adverse event resulted from the corrupt flash. The pt received a replacement monitor.